Manufacturer narrative:
The report of an overinfusion of fentanyl was not confirmed. Log analysis results: the pump module event log shows pump module s/n (B)(4) was in use and infusing an unidentified medication at a rate of 10ml/hr (vtbi 4.972ml). At 8:55 pm on (B)(6) 2021, the infusion was paused. At 8:56 pm, the device alarmed for flo stop open. The device was selected and then the door was closed, opened and then closed again. The user then programmed an infusion to run at 10ml/hr with a vtbi of 240ml and started the infusion. Between 9:49 pm and 9:55 pm, the device alarmed twice for air in line and the user restarted the infusion. The device then alarmed for air in line a third time and then the device alarmed for check IV set. The user then channeled the device off at 9:56 pm. Ten seconds later, the user programmed an infusion to run at 10ml/hr with a vtbi of 230.94ml. At 9:57 pm, the device alarmed for air in line and then check IV set and then the user paused the infusion. Between 9:59 pm and 10:23 pm, the log shows the user selecting the device without any further action (operator walkaway) five times. At 10:29 pm, the deice is channeled off. A review of the pump module error log found no errors during the time of the reported event. The root cause of the reported overinfusion of fentanyl was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 08 june 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was an overinfusion. At 2058, a 250ml bag of a fentanyl was set to be infused at 5ml/hour. It was later reported that the intended programming was fentanyl, concentration of 5mcg/ml, with a rate of 10ml/hour (50 mcg/hour) when the patient was checked on ¿approximately¿ an hour later, the staff found the entire bag was empty. There were no signs of fluid on the floor or linens that would indicate a sign of leakage. They insisted that the module must have malfunctioned, but the patient vitals never showed signs of an over infusion. Biomed received only the module itself for testing from the department and ran the module through preventive maintenance (pm) with the OEM (alaris) maintenance software and downloaded the event and error logs from the day in question. The module passed the pm with no problems found. The customer would like someone to look at the logs that were downloaded to see if there are any unusual button sequences pressed that would indicate any "foul play". No evidence of medication overdosing noted. Vital signs including respiratory rate, spo2, blood pressure and heart rate all observed without fluctuation. The patient was terminally extubated days after the event per palliative medicine recommendations as family declined trach/peg tube. This event happened in critical care. Although requested, further information not provided.

Manufacturer narrative:
The report of an overinfusion of fentanyl was not confirmed. Log analysis results: the pump module event log shows pump module s/n (B)(6) was in use and infusing an unidentified medication at a rate of 10ml/hr (vtbi 4.972ml). At 8:55 pm on (B)(6) 2021, the infusion was paused. At 8:56 pm, the device alarmed for flo stop open. The device was selected and then the door was closed, opened and then closed again. The user then programmed an infusion to run at 10ml/hr with a vtbi of 240ml and started the infusion. Between 9:49 pm and 9:55 pm, the device alarmed twice for air in line and the user restarted the infusion. The device then alarmed for air in line a third time and then the device alarmed for check IV set. The user then channeled the device off at 9:56 pm. Ten seconds later, the user programmed an infusion to run at 10ml/hr with a vtbi of 230.94ml. At 9:57 pm, the device alarmed for air in line and then check IV set and then the user paused the infusion. Between 9:59 pm and 10:23 pm, the log shows the user selecting the device without any further action five times. At 10:29 pm, the deice is channeled off. A review of the pump module error log found no errors during the time of the reported event. The root cause of the reported overinfusion of fentanyl was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 08 june 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was an overinfusion. At 2058, a 250ml bag of a fentanyl was set to be infused at 5ml/hour. It was later reported that the intended programming was fentanyl, concentration of 5mcg/ml, with a rate of 10ml/hour (50 mcg/hour) when the patient was checked on ¿approximately¿ an hour later, the staff found the entire bag was empty. There were no signs of fluid on the floor or linens that would indicate a sign of leakage. They insisted that the module must have malfunctioned, but the patient vitals never showed signs of an over infusion. Biomed received only the module itself for testing from the department and ran the module through preventive maintenance (pm) with the OEM (alaris) maintenance software and downloaded the event and error logs from the day in question. The module passed the pm with no problems found. The customer would like someone to look at the logs that were downloaded to see if there are any unusual button sequences pressed that would indicate any "foul play". No evidence of medication overdosing noted. Vital signs including respiratory rate, spo2, blood pressure and heart rate all observed without fluctuation. The patient was terminally extubated days after the event per palliative medicine recommendations as family declined trach/peg tube. This event happened in critical care. Although requested, further information not provided.